Event description:
The manufacturer received information that an end user experienced irregular blood pressure after wearing the wisp mask with magnetic connections. There was no report of medical intervention. There was no report of serious patient harm or injury. The manufacturer has not received the product for investigation. The wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Manufacturer added pacemaker to b7 for other relevant history and medical device problem code 2682 for patient-device incompatibility.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging an end user experienced irregular blood pressure after wearing the wisp mask with magnetic connections,the wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately related to a wisp/dreamwisp device's sound abatement foam. There was no report of medical intervention. There was no report of serious patient harm or injury repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.